Event description:
The customer later stated that the patient was an adult patient and that there were no adverse effects caused to the patient form the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "unit director received a note from one of the rns this morning describing issue with from over the weekend. The first was an instance where the portion of the IV tubing that goes inside the IV pump chamber bubbled which would not allow the infusion to run. The second was a situation where IV tubing came apart at the connection point where the flexible tubing that goes in the chamber attaches to the blue knob that seats into the IV pump channel. FDA safety report ID# (B)(4)."